Manufacturer narrative:
Concomitant devices: equashield connector, therapy date (B)(6) 2017. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a primary infusion of ns was programmed to infuse at 50ml.hr and a secondary infusion of irinotecan at 183ml/hr but did not deliver on time even when the primary bag was dropped 9-10¿ below the secondary bag the device still infuses from the primary bag. They used a non-bd connector and applied it to the port closest to the pump (as normally a secondary would be infused) and the secondary drug was then connected to the non-bd connector. The pharmacy connects the female end of the non-bd connector directly to the drug and nursing connects the male end of the connector to the secondary port on the tubing. This is standard for all chemo/biotherapy drugs. A new connector was changed when new tubing is applied. The primary continued to infuse at the rate programmed for the secondary infusion. There was no patient harm.